Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had damage. The customer blood glucose level was 468 mg/dl at the time of incident and the current blood glucose value was 212 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer was calling back with blank display after receiving new battery cap. Customer reports display was blank. Customer states the display was not blank less than 30 seconds or did not return. Customer states display was not blank currently. Customer states battery cap was neither damaged nor corroded. Customer states the insulin pump had power loss alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display or unexpected battery power loss noted during testing.